Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during hemostasis the treating surgeon noticed what appeared to be a perforation in the bladder. An x-ray was done while the patient was on the table, but the result was inconclusive. The patient underwent a CT scan, which did not show penetration and remains inconclusive. The patient' foley balloon catheter was going to be left in the patient for a week as precautionary measures. No further information is available on this event. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The aquabeam robotic system was not returned for investigation of this event and is currently in use at the user facility. The investigation consisted of a review of the information reported to procept, plus a review of the event log files, device history record (DHR), and labeling. The aquabeam robotic system's treatment log file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment log file indicated that the system functioned as designed. A review of the device history record (DHR) ab2000-b rev g/serial number 21c00937 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bladder or prostate capsule perforation a root cause for the reported event could not be determined. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of the aquablation procedure. Additionally, per the event details, the bladder injury occurred during hemostasis and post-aquablation therapy. Based on the event details plus review of the log files, DHR, and IFU the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.